Manufacturer narrative:
Doctor states on (B)(6) 2022 that medical intervention is required to resolve suspected granuloma after off-label bellafill dermal filler injection under the eyes. The reporting doctor, dr. (B)(6) , was not the injector of the bellafill dermal filler. The patient was injected with bellafill on (B)(6) 2020, by (B)(6) , rn, at (B)(6) . Phone: (B)(6) , email: (B)(6). Additional info: the patient also had suspected granuloma in the marionettes (off-label) after bellafill injection, which has since resolved. In addition, patient was injected with bellafill in another off-label location (cheeks) and in the nlf (on-label) without issues. (B)(6) 2021 is the onset date of the suspected granuloma under the eyes. No issues were noted with review of manufacturing records for the lot used in the patient's procedure. The lot has since expired therefore retained samples were not available for review. Bellafill is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Granuloma is an anticipated patient event that is documented in the bellafill IFU. Clinical studies support that this issue may resolve over time with or without treatment. Bellafill syringes are single use devices and are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." The bellaif IFU includes a warning regarding periocular use: "bellafill is not indicated for use in the periocular area (e.g. Tear trough), as the effects of injection in this location have not been studied. The following adverse events including, but not limited to, lumps, swelling, granulomas and vision loss due to vascular occlusion, have been reported in the postmarket surveillance data with off-label injection in the periocular area."

Event description:
Doctor states on (B)(6) 2022 that medical intervention is required to resolve suspected granuloma after off-label bellafill dermal filler injection under the eyes.

Manufacturer narrative:
Doctor states on 10/13/2022 that medical intervention is required to resolve suspected granuloma after off-label bellafill dermal filler injection under the eyes. Follow-up 1 - additional narrative. This follow up #1 is to relay additional info received on 02/21/2023 via patient medwatch report mw5114912. A copy of mw5114912 is attached to this follow up 1 to emdr 3003707320-2022-00008. Section b6: on 02/28/2023, patient provided the results of the biopsy report which states "foreign material is not identified with polarized light microscopy. However, the background histologic features and pattern of multinucleate giant cell distribution, in conjunction with the provided clinical history, is most supportive of filler granuloma/reaction to cosmetic fillers. Unusual lobulocentric panniculitis cannot be entirely excluded. ". H6: health effect clinical codes - added 4581-appropriate term/code not available for patients reports of diagnosis of "multifocal unilateral choroiditis" and suspect migration of product. 02/24/2023: suneva had a follow up email discussions with the patient, who states ""the biopsy was done on areas that had been injected with bellafill. The granulomas that have appeared in non bellafill injected areas were not biopsied. Ophthalmologist: dr. Carl noble diagnosed multifocal unilateral choroditis and recommended biopsy. He was concerned about the pmma possibly migrating. Dr joseph wilde: dermatologist who performed biopsy. Yes.I am continuing with the 5fu and kenalog with dr.oleszek. Currently have had 3 of the 6 recommended by [doctor discussions with suneva medical affairs advisor]. Receiving treatment every 10 days. My status is unchanged. While the granulomas are responding to the current treatment I'm not terribly optimistic about long term results as I've had this treatment regime in the past but not with the frequency.". The patient also adds: "I realize I may have contradicted myself regarding my status. I said it was unchanged, however the granulomas are responding to the treatment and getting smaller. With that being said, they remain quite prominent. Also, dr noble emphatically stated that the migration of the pmma was theory and would most likely be extremely difficult to prove. He suggested the biopsy, as one had not been done.". Patient did not provide permission to speak with either dr. (B)(6) (ophthalmologist) or dr. Wilde (dermatologist who suggested biopsy); however states she would like to ask them first. No permission yet as of date of this submission. Patient had previously provided permission to speak with her current physician, dr. (B)(6) . Suneva emailed dr. (B)(6) on (B)(6) 2023 to check on status. Per dr. (B)(6) "here is the update: we are in the process of the 6-8 injection protocol. Pts bumps are better but not gone. She is bruised and inflamed in treatment area.". Original MDR narrative: section e1: the reporting doctor, dr. (B)(6), was not the injector of the bellafill dermal filler. The patient was injected with bellafill on 02/01/2020, by (B)(6), rn, at (B)(6). Phone: (B)(6), email: (B)(6). Additional info: the patient also had suspected granuloma in the marionettes (off-label) after bellafill injection, which has since resolved. In addition, patient was injected with bellafill in another off-label location (cheeks) and in the nlf (on-label) without issues. Section b3: (B)(6) 2021 is the onset date of the suspected granuloma under the eyes. No issues were noted with review of manufacturing records for the lot used in the patient's procedure. The lot has since expired therefore retained samples were not available for review. Bellafill is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Granuloma is an anticipated patient event that is documented in the bellafill IFU. Clinical studies support that this issue may resolve over time with or without treatment. Bellafill syringes are single use devices and are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit.". The bellaif IFU includes a warning regarding periocular use: "bellafill is not indicated for use in the periocular area (e.g. Tear trough), as the effects of injection in this location have not been studied. The following adverse events including, but not limited to, lumps, swelling, granulomas and vision loss due to vascular occlusion, have been reported in the postmarket surveillance data with off-label injection in the periocular area.".

Event description:
Doctor states on 10/13/2022 that medical intervention is required to resolve suspected granuloma after off-label bellafill dermal filler injection under the eyes. New info: this follow up #1 is to relay additional info reeived on 02/21/2023 via patient medwatch report mw5114912.